Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely and a battery depletion code was emitted. Battery longevity percentages was at 10. Tones were reported. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services consultant recommended replacement. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. Boston scientific technical services (ts) re- enabled beeper it was not audible. Battery remaining is 1 % technical services (ts) consultant recommended replacement. To date, the device remains in service. No adverse patient effects were reported. Additional information indicates that the device was explanted due to premature battery depletion (pbd). New device was replaced. No additional adverse patient effects were reported.